Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarms noted during testing, however multiple pump error (variable 3) alarms were present in the pump history file, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and slightly faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed pump error indicating hardware low level failures. Customer's blood glucose was 143mg/dl at the time of the incident. It was reported that parent was assisted with bolus in the air, and it appeared in the history. It was reported that the insulin pump alarmed during self-test and that it occurred again during a second self-test. There was no indication that issue was resolved. It was reported that the customer's mother was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.